Event description:
The recipient developed post-op infection, due to which the recipient was never activated. The wound never healed after the implantation. The infection was first diagnosed 1 week post surgery. The device was explanted. The active electrode array was left in the cochlea. There are no allegations against the device.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection at the implant site in the post-operative period. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet.

Event description:
The recipient developed post-op infection, due to which the recipient was never activated. The wound never healed after the implantation. The infection was first diagnosed 1 week post surgery. Medical intervention and revision surgery if possible.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.